Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add gel/ replace belt messages) has been confirmed. Upon investigation the electrode belt ECG "c&d" cable was cut, damaging wires in the cable and the ECG "d" dome was missing. The root cause for cut cable and missing dome was physical abuse. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "add gel/replace belt" messages.